Manufacturer narrative:
The reported event that proximal lateral humerus plate axsos 3 ti for left humerus 3 hole / l86mm was alleged of issue ¿user related event - not product related¿ could be confirmed with the help of additional information provided through communication. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the provided info ¿it was noticed in the operating room before the operation. The cause was the neglect of confirmation of the implant by the distributor and hospital, not stryker japan.¿, the root cause of the failure is user related and not product related. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: for a fracture of the proximal right humerus, axsosph was scheduled to use at orif. While sterilizing the patient with general anesthesia, when the reporting sr was checking the implant, it was noticed that the left implant was arranged instead of the right one. So, the surgeon decided the operation to be suspended. The cause was the neglect of confirmation of the implant by the distributor and hospital. The implants were immediately arranged on the affected side, the operation was restarted 5 hours later, and the procedure completed successfully. Unnecessary general anesthesia.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: for a fracture of the proximal right humerus, axsosph was scheduled to use at orif. While sterilizing the patient with general anesthesia, when the reporting sr was checking the implant, it was noticed that the left implant was arranged instead of the right one. So, the surgeon decided the operation to be suspended. The cause was the neglect of confirmation of the implant by the distributor and hospital. The implants were immediately arranged on the affected side, the operation was restarted 5 hours later, and the procedure completed successfully. Unnecessary general anesthesia.